Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Item to be returned to MFR. Upon receipt of component and completion of eval, a follow-up report will be sent to the FDA. (B)(4).

Event description:
It was reported that pt underwent primary hip procedure on an unk date. Pt underwent revision surgery in (B)(6) 2010 due to periprosthetic fracture. No further complications have been reported.